Manufacturer narrative:
Sections d1, d4: corrected data. Section h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed )gib) due to intolerance of warfarin therapy. The patient was admitted in (B)(6) 2020. The gib was confirmed with a hemoccult and rectal exam. The patient had an abdominal computer tomography (CT) scan as well as an upper esophagogastroduodenoscopy. Against medical advice the patient signed out on (B)(6) 2020. The patient admitted to melna stools in a phone call. The patient will be schedules for a transfusion. On (B)(6) 2020 the patient visited the clinic to inject sandostatin im dose. The patient refused sq sandostatin.